Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
(B)(4). Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar surgery. This occurred intra-operatively and it was reported that the surgeon stated that navigation was inaccurate. The navigation screen then became unresponsive and no instruments were able to be used for navigate. The surgeon first stated that the frame was never moved, then later stated that they may have bumped the frame. Medtronic navigation was aborted and the surgeon used another device to complete the surgery. The surgery was completed with a delay of less than one hour. Additional information received on 2018-jun-06 reported that the system was functioning and no other issues had occurred.

Manufacturer narrative:
UDI number was corrected manufacturing date was received. Software analysis was completed. The issue was unable to be confirmed without further information. The investigation was inconclusive based on the information available.

Manufacturer narrative:
Additional information: patient gender and weight provided. If information is provided in the future, a supplemental report will be issued.